Event description:
A pump display problem was reported where the screen would not turn on despite the pump activating. There was no information available regarding the customer's blood glucose level. A replacement pump has been issued.